Event description:
The peel-away introducer in the aspira insertion kit (white tab) broke off the tubing during catheter insertion. The catheter was still able to be placed in the usual fashion. No harm noted to the patient.